Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient's nurse reported that the patient had an irritation on his back underneath the therapy electrode pads. The irritation was not open nor bleeding. The patient's physician provided the patient with a cream to use. Follow-up indicated that the irritation had improved.